Event description:
A patient was experiencing stimulation with their device turned off. The area of the body where stimulation was felt, was at the location of the implanted device and both legs. In addition, a shocking/jolting sensation was felt when the patient came into contact with a security gate at a store. It was noted that the device was turned on, when the shocking/jolting sensation occurred. It was indicated that no known accident or incident occurred that could be attributed to the issue. The patient's status was noted as "good". Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).